Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit was visually inspected for any damage or defect. The gauge needle was at 0atm. A functional test of the complaint device was carried out using a bsc stopcock. The unit passed all functional tests. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge needle was stuck. The target lesion was located in a coronary artery. A 26 advantage balloon catheter inflation device was selected for use. During procedure, upon applying pressure, the gauge needle did not indicate the pressure level for a second. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that the gauge needle was stuck. The target lesion was located in a coronary artery. A 26 advantage balloon catheter inflation device was selected for use. During procedure, upon applying pressure, the gauge needle did not indicate the pressure level for a second. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).